Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) patient underwent the replacement of the implantable pulse generator (ipg) due charging difficulties and the requirement for full body magnetic resonance imaging (MRI) compatibility. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient reported to be doing well.